Event description:
It was reported that in 2003 two taxus express2 drug-eluting stents (3.0 x 16mm, 3.0 x 20mm) were implanted in the left anterior descending coronary artery and an express stent (2.5 x 16mm) in the circumflex coronary artery. The procedure went well. The pt returned 3 days later with prolonged chest pain and EKG changes compatible with an anterior myocardial infarction. Angiogram revealed coronary spasm affecting the lad, 1st diagonal and the circumflex arteries. The pt underwent thombolysis with subsequent permeability of the three stents. In 2003, the three stents were again noted to be occluded. The pt was angina free at discharge. Same case as manufacturer's # 6000089 2003 00681 and 6000089 2003 00682